Manufacturer narrative:
(B)(4).

Event description:
The foreign distributor contacted dexcom on behalf of patient on (B)(6) 2016 to report that the receiver displayed a firmware error on (B)(6) 2016. The foreign distributor did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The data log was reviewed and firmware errors were observed. The reported event of a firmware error was confirmed. A root cause could not be determined.